Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior approach where rhbmp-2/acs was used on (B)(6) 2010. It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.

Event description:
It was reported that the post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2009, patient was suffering intermittent, but long-term, back pain. Patient also underwent an MRI and CT scan. In (B)(6) 2009, patient underwent an axialif at s1-l5, including the insertion of two stabilizer pins. The patient was implanted with r hbmp-2/acs. In (B)(6) 2009, patient was released to return to work. In (B)(6) 2010, plaintiff hurt his back while lifting tools from the back of a work van onto a loading dock because he had not yet fully recovered from the first surgery. In (B)(6) 2010, patient underwent a spinal fusion and microdiscectomy from l4-l5. The patient was implanted with rhbmp-2/acs. Four more screws and two rods were inserted into his back. Following this second surgery, patient's pain increased extremely. As a result of the surgeries he underwent, patient is now in extreme pain and unable to perform everyday tasks or maintain normal standard of activity.